Event description:
A physician believed that his patient's generator battery was depleting faster than expected. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's generator. The data was available from a date shortly after implant through a recent clinic visit over 1 year later. Normal battery depletion was observed through the beginning of the implant life of the device, and impedance was within the normal limits throughout the available programming history. There was no evidence that the generator came into contact with an electrocautery device that may have contributed to an unexpected discharge of battery. On the last available date of programming history, the percent battery remaining estimate based on the programming data indicated that 71% of the battery capacity remained, but the percent battery remaining estimate based on the battery voltage indicated that 46% of the battery remained. This discrepancy is indication that the generator may have depleted faster than expected. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently drew incorrect conclusion. Evaluation codes, results, corrected data: initial report inadvertently indicated incorrect results code.

Event description:
Premature battery depletion could not be confirmed within the reviewed programming data.

Event description:
It was reported that this patient received a generator replacement due to low battery. It was reported that the generator was not returned and it is thought that it was already discarded at the hospital. No further relevant information has been received to date.